Event description:
On (B)(6) 2019, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra 2 meter, was testing in settings mode. The complaint was classified based on customer service representative (csr) documentation. The patient reported that the meter issue began three weeks prior to her contacting lfs. She reported that she manages her diabetes with oral medication (metformin, januvia and glipizide), diet and exercise, and she that she made no changes to her normal diabetes management in response to the alleged issue. The patient reported that at an unknown time after the alleged issue began, she developed symptoms of ¿sleepy¿. The patient confirmed that no treatment was received or required for the alleged symptoms. Csr noted this was not the first time the product was being used. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after the alleged product issue began, and there is insufficient information to rule out the contribution of the subject meter to the event.